Manufacturer narrative:
Bayer radiology product analysis received and examined the returned veris main pcb (printed circuit board) and determined it to be malfunctioning. Bayer radiology service replaced the pcb main board at the site and confirmed system functionality.

Event description:
The site reported the following: the veris monitor dropped signal during a sedation case. The patient exam was completed without event. The customer confirmed, via telephone conversation, that there was no injury or adverse event reported.